Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who had an external neurostimulator (ens). The reason for call was patient said they are having problems with the trial. Pt did not have the information on model/sn of the trial device. Patient said they don't know if it's because they just had it put in yesterday but they are still feeling weird. Patient also said it feels like their legs are going to give out at all and it hurts their back so bad. Pt states her legs feel like jelly and this started a couple hours ago. Pt states she was feeling a tingling sensation. Patient has pain from the incision site. Reviewed how to turn stim off. Patient was in group a and stim was on. Agent walked pt through lowering stimulation and patient turned stim down to 0. 1 and said they still felt tingling down to their toes and felt weak in their legs. The issue was not resolved through troubleshooting, during call the patient states the buzzing in legs seemed to be let up a bit. Pt was able to turn off and still states she feels weird and feels like legs are going to give out. The patient was redirected to their healthcare provider to further address the issue. Pt had questions on what to do with the trial and controller. Pt states her legs feel like tingly jelly. Agent was able to walk through turning down and pt felt the buzzing is letting up a bit. Additional information was received from the healthcare provider. The physician advised presenting to ER for immediate lead removal. The pt had the leads removed on (B)(6) 204. The issue was resolved with lead removal.